Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: no samples are available. Analysis and results: there are previous complaints of this code batch regarding other issue. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples a study cannot be performed to see if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Note of this incidence will be taken if any sample is received in the future, the case will be re-open and analyzed. Please note that when no samples are received our analyzing is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Knots does not hold, surgeon states that closed 5 knots, the suture slides.